Manufacturer narrative:
A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring and stained end cap sticker.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 155 mg/dl. The customer states changing pump this morning and pump will not rewind all the way. Troubleshooting was performed for damage and noticed the top of pump seems to be missing where reservoir sits in place and does not slide down all the way to lock in place. The insulin pump will be returned for analysis.